Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported turns on without user input. Evaluation found pump to power on while manufacturing the door caused by a failed upper auxiliary. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump turned on without user input during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.